Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that following a coronary stenting treatment procedure, angina occurred. In july 2009 the subject presented with unstable angina (ccs class iiib) and the subject was referred for cardiac catheterization. The target lesion was located in the mid lad with 70% stenosis, a length of 15 mm and reference vessel diameter of 3 mm. The target lesion was treated with pre-dilatation and placement of a 3.0 x 18/20 mm study stent and post dilatation with 0% residual stenosis. The subject was discharged the following day on aspirin and clopidogrel. In (B)(6) 2013 the site reported angina. The subject underwent angiography without revascularization. The subject is not recovered and the event is not resolved. No further information is available at this time.